Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if any issues reappeared.